Event description:
It was reported that during use with bd vacutainer® barricor¿ lh plasma blood collection tubes the sample hemolyzed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: -hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® barricor¿ lh plasma blood collection tubes the sample hemolyzed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed.